Event description:
It was reported that the patient was stretching and noticed her pain returned. X-rays confirmed the leads migrated. The issue was confirmed via x-rays surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.